Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although the batch number of the device involved in the reported incident is unknown, a potential batch number of 18n02ge561 was provided. Review of the device history record performed for this batch number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 5 easypump emptying 3-4 hours early when infusing 5fu.